Manufacturer narrative:
Concomitant products: 694765, lead, implanted: (B)(6) 2008; d224trk, crtd, implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.